Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this right ventricular (rv) lead presented to the emergency room; it was noted that they may have felt light-headed. Their device was beeping and shocking lead impedance measurements (sli) were determined to be 128 ohms. Daily measurement tones for high sli were programmed off. A boston scientific technical services (ts) discussed that lead calcification buildup may have contributed to the increasing measurements and discussed increasing the value for beep when out of range. No additional adverse patient effects were reported. This device remains in service.